Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between (B)(6) 2006 and (B)(6) 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported a pt had complications following a tonsillectomy procedure involving postoperative bleeding on day 2 and was hospitalized and treated with a blood transfusion (2 units) and ketobemidone hydrochloride. After 5 days, the pt was discharged in good condition. The procedure was performed between (B)(6) 2006 and (B)(6) 2007.